Event description:
The complaint/event involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer. The intravenous line/filter was reportedly cracked. This issue was identified at the beginning of the 0700 shift. Total parenteral nutrition (tpn) was running at 9.2 ml/hr. There was no unexpected or prolonged care. The type of invasive procedure was not provided or not applicable. There was no apparent harm associated with this complaint/event. This reflects the second of four incidents.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional reporting contact: (B)(6).

Manufacturer narrative:
A used sample #(B)(6) was returned for evaluation. As received, the sample was visually inspected, and no physical damage or anomalies were observed. Tpn solution residuals were noted inside the sample. The set was leak tested and leakage from sample #2 was observed. Complaint of leaks can be confirmed based on the physical sample evaluation. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The device history record could not be reviewed because no lot number was identified.